Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate defibrillation therapy was delivered due to noise and non-sustained sensing. It was noted that impedance measurements were also increasing. Provocative testing confirmed lead noise. The physician deactivated the lead and will continue to monitor the patient by follow-up. The patient was in stable condition.